Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection, the service technician observed driveshaft bearings brinelled.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill got hot. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.